Event description:
It was reported that the patient was hospitalized due to diabetic ketoacidosis. The patient was put back on the pump at the hospital, but the patient's blood glucose remained high, and the doctors felt that there was something wrong with the pump. Troubleshooting was declined, and the patient requested a replacement pump. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the lcd window, a cracked reservoir tube lip, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.